Event description:
Lead has substantial and variable t-wave oversensing resulting in 8 inappropriate shocks and 14 aborted shocks between (B)(6) 2024. Lead trends of available data show stable p/r amplitude, pacing impedance, and shock impedance. No reproducible noise with isometrics at time of evaluation. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
08-jul-2024 there is additional information stating, per ems, pt had been in svt and required adenosine. Also, this lead was partially capped on (B)(6) 2024. High voltage pin and pacing pin were capped and atrial portion was attached to new ICD implanted while new rv endocardial lead was implanted. Should additional information be received, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.